Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was a reported delay to the procedure of four minutes due to this issue.

Manufacturer narrative:
A software analysis was initiated. Analysis was inconclusive based on the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sfw kit, 9735736, stealth s8 ent EU-sc, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a functional endoscopic sinus surgery (fess) procedure there were issues with registration. The site was unable to register the patient, they were not able to get enough points. Navigation was aborted. There was no reported impact on patient outcome.